Manufacturer narrative:
Per the customer contact, the "bell fell off" and bleeding occurred after the procedure. The clincian needed to apply pressure and surgicel in order achieve hemostasis. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the customer contact, the "bell fell off" and bleeding occurred after the procedure. The clincian needed to apply pressure and surgicel in order achieve hemostasis.